Manufacturer narrative:
The insulin pump alarmed a64 during the self-test and no blood glucose meter communication due to faulty components on the radio frequency board. However, the insulin pump was received with normal operating currents and passed the a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No cosmetic damage was noted during our physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a radio frequency pic failed self test alarm on the insulin pump. Customer stated that last night their meter would not connect to the insulin pump. Customer had the alarm this morning and their blood glucose was 5.3 mmol/l at the time of the incident. Customer has received the alarm twice and stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air. Customer stated that the bolus amount was recorded in the bolus history. Customer stated that their blood glucose was 6.0 mmol/l last night. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.